Event description:
It was reported by the patient that they feel an ¿irritation¿ near the device area, it gets warm and when the patient rubs the area it seems to feel better. The patient indicated that the device had been checked and was working correctly. The patient also reported that the device had shifted towards the left shoulder and the patient wanted it moved back towards the center. Follow up with the clinic found that the patient had not been seen recently and no intervention had been done. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 507645, implantable pacing lead, (B)(6) 2010. (B)(4).